Manufacturer narrative:
Procode: dqx. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported as the user was finishing an embolization procedure, a cope mandril wire guide had resistance as it was being removed from the introducer and broke. The fragment was retrieved in the patient's vasculature with a snare. The user was using another manufacturer's kit which contains a metal cannula. The procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. (B)(4). Investigation - evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows four nonconforming events which could contribute to this failure mode. All nonconforming devices were detected by quality control prior to distribution. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause was likely traced to use error, specifically unintended use although this cannot be confirmed. The customer reported withdrawing the wire guide through the introducer needle. The wire comes packaged with a label that instructs that this action may result in wire breakage. Per the quality engineering risk assessment no further action is required. The appropriate personnel were notified and we will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.